Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was an error code exhibited during testing. There was no patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was intact. There was evidence of the reported error in the event history log (ehl). The reported problem was not duplicated/verified during functional testing. However, the investigation found an error 41622 message in the device information folder and in the pumps event history logs. Thus, it was recommended that the error code be cleared, and the optic flex sensor be replaced as a preventative measure. No fault was found relating to the reported issue. No root cause was determined. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on (B)(6) 2022 for cassette not attached issue. These repairs should not have impacted the optic sensor. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).